Event description:
It was reported that the pump battery could not be charged, despite the use of multiple usb cables and wall adapters. Customer's blood glucose (bg) level was displayed as high; cause was not known. Reportedly, customer adjusted pump setting with healthcare provider; however, pump settings was not confirmed to cause customer's high bg level. Customer delivered a correction bolus via pump to address bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.